Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 450 mg/dl and 500 mg/dl which was treated with a bolus delivery and manual injection. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Customer was also advised to call back when in receipt of tubing clamp in order to complete high pressure test.